Event description:
It was reported by the plaintiff¿s attorney that on or about (B)(6) 2008 the plaintiff was implanted with a monarc sling system ¿with the intention of treating her stress urinary incontinence.¿ it was alleged that the plaintiff ¿suffered serious bodily injuries, including extreme pain, bladder spasms, continued urinary incontinence, erosion of her internal bodily tissue, and other injuries.¿

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.